Event description:
Pump went into standby by itself. Pt's wife was at bedside & reported to nursing staff that pump had stopped pumping. When nursing staff checked pump, it was in standby and there was a visual ap fos out of range alarm. Pump was also in ap monitor. There were no audible alarms. Nursing staff was able to correct difficulty and re-start pump. Pump remained in use until pt was weaned from iabp therapy.